Manufacturer narrative:
(B)(4).

Event description:
The customer alleged cidex opa solution leaked from the aer unit. There was a crack in one of the fittings on the reservoir. Advanced sterilization products (asp) contacted the customer: the customer experienced burning sensation in the eyes and on the face. The customer did not come into contact with the solution; he believed the vapor caused the reactions. The customer immediately went to an eye-wash station and rinsed his eyes and face. The customer did experience some blurriness but it has resolved. No medical care was sought. At the time of this communication, there was a slight irritation in the eyes and face. The customer does not plan to seek medical attention. No personal protective equipment (ppe) was worn during the event. An asp field service engineer (fse) went to the facility and assessed the unit.